Event description:
The customer reported that during a routine check of the iabp, the battery were running for short time. No pt was involved.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company rep examined the pump and confirmed that the batteries were damaged. New batteries were installed and the system was tested to factory specs. It functioned normally and was returned to the customer. The most probable root cause for this event could be due to failure of a cell in one of the two sla batteries fitted to the iabp, thus resulting in a rapid voltage drop under load and causing the pump to power off. Close examination at the physical state of the batteries suggest that the internal resistance of a faulty battery cell caused the psu to keep charging, which in turn caused excessive internal heating and distortion of the batteries. The replaced batteries are being sent to the mfg facility in (B)(4) for eval. A supplemental medwatch report will be submitted once the batteries eval is completed. (B)(4).